Event description:
It was reported that pump experienced malfunction alarm with code malf 0 and with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, confirmed that malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction alarm appeared again.